Event description:
It was reported that there were high impedances greater than 3600 ohms on all electrodes on the lead and extension. It was noted that impedance testing was done and the patient would be sent to a doctor for a possible revision. It was reported that there was a loss of stimulation so the patient had not been using the device. The patient status was noted as no injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 389033, lot# j0301151v, implanted: 2003 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).